Manufacturer narrative:
Event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
This report covers reported device malfunctions for heartmate ii left ventricular assist devices (lvads) from a historical review of the (B)(4) registry for mechanically assisted circulatory support (j-macs). It was reported that one patient had a continuous red heart alarm while the power module was in use, and the alarm was immediately muted. There were no subjective symptoms of the patient. Percutaneous driveline damage was suspected from log file analysis. The patient was kept on battery power. One patient experienced 2 pump stop events, 12 low speed operations, and a history of pump off events. Driveline damage was suspected, and the plan was to replace the pump. One patient reported a short continuous alarm that was thought to be a low flow alarm. The alarm sounded again, so the patient visited a medical institution. Low speed operation occurred about 6 times on (B)(6) 2020 between 08:40 and 08:44 when switching from the power module to battery power. The pump speed was about 3600-5260 revolutions per minute (rpm), and there were no pump stops. Driveline damage was suspected from the log file analysis. One patient had a pump stop. Driveline damage was suspected through log file analysis.

Manufacturer narrative:
This is one of the original reports submitted for the historical jmacs patient registry review in japan through mcs abbott japan affiliate. Individual reports have been submitted under the corresponding MFR#'s and linked back to this MFR# 2916596-2022-02061. No further information was provided. The manufacturer is closing the file on this event.